Manufacturer narrative:
The pump was not returned to animas. The reporter alleged the am and pm time settings were incorrect in the pump which caused the delivery of basal insulin to be lower in the morning and higher in the evening based on the user's basal rate settings. This correlates with expected blood glucose reactions. The patient's blood glucose levels were elevated when the pump delivered less insulin than expected and lowered when the pump delivered more insulin than expected. The patient impact can be attributed to the incorrect setting. There was no report of a product malfunction.

Event description:
The patient's mother called alleging the basal rate was not correct in the pump. She reported that the patient's blood glucose levels have been elevated over 300 mg/dl and at 338 mg/dl at the time of the call to animas. Upon checking the time and date on the pump, it was discovered that the time was set to pm and not am, which should have been the correct setting at the time of the call. Therefore, the basal rate for the period that she called was 0.45 units per hour rather than the correct 0.9 units per hour that is set in the pump for that time of day. The reporter did not want to complete any further troubleshooting. She also alleged that for the past three days, prior to calling animas, her blood glucose levels have been as lower than usual and as low as 36 mg/dl one hour after dinner. The patient seemed to name some symptoms she had, however, her mother denied the symptoms and stated the patient did not feel well.